Event description:
This report is for an unknown rod where it was reported that the rod could not be placed as the inner part was rotated. The surgeon wanted to align the tulips and the inner golden piece of the rod was rotated in the tulip so the rod could not be placed. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The devices were not returned for inspection. An investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Further investigation cannot be performed.